Event description:
A report was received stating a patient disconnected himself from a ventilator and the ventilator did not alarm. It was reported that the patient stopped breathing during the event. The facility reported the patient to now be in stable condition. The patient was placed on an alternate ventilator. There is no reported of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).